Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 05/10/2012 and 05/23/2012 by phone, fax, and mail. A completed questionaire was received on 06/04/2012. (B)(4).

Event description:
A surgeon reported an unexpected postoperative outcome following intraocular lens implant surgery. He stated the iol was removed and replaced with the same model lens.